Manufacturer narrative:
Upon investigation of the actual device used in this incident, it was determined that the drawers 2.1 and 2.2 were not detected on the bus due to the faulty pyxisbus cable. A field service engineer reseated the pyxibus cable to resolve the issue and verified that the customer was able to do an inventory. The system functioned as intended after the field service engineer troubleshooted the device.

Event description:
It was reported by the customer that the pyxis medstation system encountered an issue where the drawers 2.1 and 2.2 were not detected on the bus, which hindered users from accessing the medication. The customer confirmed that there was no delay in patient care or harm to the patient. There were no adverse events or injuries reported based on this incident.